Manufacturer narrative:
Device received with operating currents within spec. Device passed selftest, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No battery out limit alarms noted. Unit received with intermittent up arrow button due to flattened dome switch. No display ramping on its own anomaly was noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a battery out limit alarm. Screen was scrolling by itself. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.